Event description:
Litigation alleges patient suffers from inflammation, pain, tissue and bone loss.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update (2/22/2017) pfs and medical records received. After review of pfs and records, plaintiff alleges pain in hip and groin, stiffness, elevated metal ions, difficulty sitting or walking for long durations, difficulty with child care, strained intimate relationship with spouse, multiple dislocations following initial revision surgery. During an initial consultation, revising surgeon indicated patient had an elevated chromium level. No labs are available to corroborate this or indicate to what degree level(s) are elevated above normal. If additional information is provided, this will be addressed further. Right hip revised for pain with suspected metallosis. Revising surgeon noted operatively that there "was significant metallosis". Upon removing the metal liner, discovered a "pseudomembrane behind the metal liner". Metallosis added to complaint. Prod/lot updated.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf alleges pseudotumor, metal wear and metallosis.